Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: no observed broken device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "difficulty passing the implant through funnel we noticed the gel had fractured and implant would no longer take back its round shape". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel fractured in device, could no longer take back its round shape.

Event description:
Healthcare professional reported "difficulty passing the implant through funnel we noticed the gel had fractured and implant would no longer take back its round shape". The device was not implanted.